Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient went into a neurosurgery procedure related to the rupture. The cause of the catheter movement was the presence of the smooth coagulo due to the initial bleeding. There was no friction or difficulty during delivery or positioning.

Manufacturer narrative:
Continuation of d10: product ID: isf-070-030 (lot: b624282). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the 7-3 artisse device, a severe rupture of the anterior communicating artery aneurysm occurred. The patient had experienced a headache due to a ruptured aneurysm three days prior to the treatment and was transferred to the hospital the night before the procedure in good health with a glasgow scale of 15. During the procedure, the physician catheterized the aneurysm with a rebar 18, which resulted in the microcatheter jumping inside the aneurysm sac, causing a rupture due to the contact between aneurysm walls and the rebar where there was a soft coagulum due to the long time distance from the first rupture occurrence. The 7-3 artisse device was deployed but protruded and did not provide adequate hemostasis. Subsequent coiling with two target coils was performed, but bleeding persisted inside the aneurysm. The patient required neurosurgery. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 10mm in diameter. The devices were prepared and flushed according to the instructions for use (IFU).

Event description:
Additional information received reported that there was no friction or difficulty during delivery or positioning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.